Event description:
It was reported that the pt experienced a rash over most of the body after having the stimulator implanted. The rash over most of the body after having the stimulator implanted. The rash worsened over time. The pt was given an allergy test when seen by an allergist. The test results were inconclusive. The allergist did not rule out that the pt reacted to something from the implanted system. The pt believed there was an allergic reaction to the system and requested the system to be removed and analyzed by the manufacturer to help determine that caused the rash. The pt stated that the device system worked well to alleviate pain, while implanted. No further details, pt symptoms or outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). The ins and lead have been returned to the manufacturer for analysis which is not complete as of date of this report. A follow-up report will be sent when the analysis is complete.